Manufacturer narrative:
(B)(4). Sorin group received a report that during setup, the s5 roller pump was occluded on one side, which caused the tubing to bunch together in the raceway. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that during setup, the s5 roller pump was occluded on one side, which caused the tubing to bunch together in the raceway. There was no patient involvement.